Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Patient stated she had the unit off because she got frustrated as she only gets one bar. Patient stated that the last time she recharged was (B)(6) 2016 and she was having recharging issues 2-3 months ago. Patient stated she was not getting connection with either programmer/recharger 2-3 months ago. She also reported it was getting hot on the skin since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.